Manufacturer narrative:
An event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the returned part was visually inspected by support staff and extensive damage was observed on both the front face, locking taper and outer sphere, potentially caused during the attempted implantation. Dimensional inspection: the returned part was dimensionally inspected by support staff. The report found a number of dimensional out of specifications. It was determined that the dimensions that were found out of spec. Were measured during manufacturing and were all found to be within spec. At that time. It was determined that the reason why the dimensions were out of spec on the returned device was caused by damage as a result of attempted implantation. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: the returned device was found to be within specification apart from a number of dimensions which were found to be outside spec which was determined to be caused by damage due to attempted implantation. No further investigation is possible at this time as insufficient information was received. If additional information becomes available the investigation will be reopened.

Event description:
It was reported that during a tha the insert was not locked on a cup. A spare insert was used with the same cup instead.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a tha the insert was not locked on a cup. A spare insert was used with the same cup instead.